Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that patient was presented in emergency room & taken to coronarography department where md inserted sheath via right femoral artery. Iab was prepped & fiber optix sensor (fos) was plugged into pump, but it wasn't recognized & zeroed. They tried for 15 minutes but "nothing occurred." It was noticed that membrane of iab was "a little bit unwrapped," despite presence of the one-way blue valve. Md aspirated one more time with syringe & inserted iab into sheath. Md could only advance iab 15 or 20cm as iab would not progress any further. Md wanted to remove iab; however, it was tight in the sheath. As a result, md removed iab & sheath as one unit and an arterial gap (femoral access) occurred "because the md had to pull out to remove the device." Patient was bleeding and gap was surgically repaired. In addition to the repair, patient needed a blood transfusion. Another iab was not inserted.